Manufacturer narrative:
The sample has been received, and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a combined cataract and vitrectomy procedure, the tip of an ophthalmic forceps broke and fell into the eye. It was removed using an alternative forceps, and the surgery was completed on the same day. Patient impact have not been provided. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received at the investigation site in its inner blister. The outer blister and the tyvek foil which shows the lot information was missing. The product evidently shows macroscopic signs of damage, namely that one of the forceps arms is broken off. The instrument and the broken off arm were visually inspected with the aid of a photomicroscope under various magnifications. The fractured surfaces do not show any abnormalities that would indicate a root cause for the breakage. The situation in which the defect occurred can no longer be reconstructed, nor can the strain put on the device be determined. Therefore, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. No lot number was identified with this complaint, which is why the associated manufacturing documentation could not be reviewed. However, all product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. It cannot be determined how or where the damage to the reported product occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products were reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).